Manufacturer narrative:
Ge healthcare has not evaluated the system per customer request. This system may be decommissioned based on receipt of new equipment. To date, the customer has not authorized ge healthcare to evaluate the system.

Event description:
The hospital reported that, during a system check, the unit failed the system check with a high leakage message. There was no reported patient involvement.